Event description:
It was reported that the ilet bionic pancreas generated repeated alert 38 motor stall alarms associated with failure to infuse insulin, including during attempted meal announcements, with observed minimal insulin delivery and rising blood glucose to a reported high of 383; the user was using a contact detach infusion set and ultimately transitioned to manual injections, and a replacement device was arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by the user. Investigation of this case revealed a communications problem identified with the device leading to failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.